Event description:
Event description two weeks after implant, it was noted that this ventricular pacing lead was 'nonfunctional.' The patient exhibited a very slow ventricular response when a magnet was placed on the pacemaker. It was suspected that the ventricual lead had dislodged.